Manufacturer narrative:
No product was returned; visual and dimensional evaluations could not be performed. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. This device was manufactured prior to a design change that was initiated due to higher than expected rates of fracture in the field. Therefore, it is believed that the root cause is tied to a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported that the tibial articular surface provisional broke during surgery. No pieces were retained by the patient.